Event description:
An unk size endeavor mx2 drug-eluting coronary stent system was inserted into a pt for the treatment of a mid lesion. The vessel morphology was reported to be slightly tortuous and severely calcified. It is unk if the lesion was pre-dilated. It was reported that the endeavor drug-eluting stent delivery system was inserted and the stent was successfully deployed. The physician attempted to remove the delivery system and met with some resistance when bringing back into the guide catheter. The balloon was inflated and deflated several times in an attempt to remove the delivery system. After several minutes, the stent delivery system was successfully removed by deep throating the catheter. No additional clinical sequelae were reported and the pt is fine.

Manufacturer narrative:
Eval: results: slightly tortuous and severely calcified. Conclusion: slightly tortuous and severely calcified.